Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had hardware low level failure alarm and beep anomaly. Customer¿s blood glucose level was unknown at the time of the incident. Customer was assisted with self test and insulin pump was beeped also the alarm was occur. The insulin pump will not be returned for analysis.